Manufacturer narrative:
Updated model, catalog number and brand name.

Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
Correction update: device serial number, UDI and manufacturer date. Updated model, catalog number and brand name.